Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a driveline disconnect event. Although a specific cause for this event could not be conclusively determined through this evaluation, the account reported that the driveline disconnect was caused by the patient¿s modular cable coming loose while the patient was sleeping. The controller event log file contained data from 23:33:34 on 26apr2020 through 15:16:52 on 06may2020, per the timestamps. At 5:07:32 on (B)(6) 2020, the driveline appeared to have been disconnected from the system controller, causing a pump stop event. This event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current fault flags as well as low flow, driveline disconnected, and lvad_off alarms. The event lasted approximately 10 seconds, following which, the pump regained speed and assumed normal operation. Excluding the pump stop event, the pump operated at or above the low speed limit. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended. The account reported that the modular cable was not exchanged and there have been no further issues. The patient was reportedly asymptomatic and in stable condition. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system, serial number (B)(6), and no further related events have been reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook state if the driveline disconnects from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, the hmii IFU and patient handbook address all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections b5, d11: related manufacturer report number not included in previous report.

Event description:
Related manufacturer report number: 2916596-2020-04519.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a driveline disconnect. It was originally thought to be an esd event. After further analysis it was determined to be a true driveline disconnect. It was reported that the disconnect was due to the modular cable loosening. The modular cable was not exchanged. It was determined that the modular cable came loose during sleep and there have been no modular cable issues since then. No further information was provided.